Event description:
The pt, male (B)(6) of a unknown weight, was in a road traffic accident and suffered from polytrauma, including head and facial injuries, closed chest and/or abdominal injuries, middle third fracture of left femoral shaft, open gustilo grade 1, and bifocal left patellar fracture. The pt was operated on (B)(6) 2009 (emipatellectomia) and on (B)(6) 2009 (internal fixation with intramedullary nail, left femur). The pt was discharged 2 days postoperatively ((B)(6) 2009). The pt was admitted 12 months later on (B)(6) 2010 with pain and loss of function of the left leg. X-rays revealed a broken nail and a fractured femur. The pt was kept in hospital until (B)(6) 2010 with no further intervention until he was discharged for a permission. The pt has not been seen since. (B)(4).

Manufacturer narrative:
The clinical eval, performed by external medical evaluator and based on the few info available, evidenced that "either this pt suffered from a fatigue failure of the femoral nail associated with a non union, or the pt sustained a second significant injury which resulted in a fresh femoral fracture with a broken intramedullary nail." According to orthofix instruction for use, pq inf, the intramedullary nailing implants are not intended to replace a normal healthy bone or to withstand the stresses of full weightbearing. Any fixation device may break if subjected to the increased loading caused by delayed or non-union. Careful monitoring of the progress of healing must be undertaken in all pt's. If callus is slow to develop, other measures may be required to promote its formation, such as dynamisation of the implant, a bone graft, or exchanging the implant for a large one. It is also important to avoid continued stabilization with a locked small diameter nail of a fracture with delayed union, after 12 weeks in the tibia or 16 weeks in the femur, because of the risk of fatigue failure of the implant. If no callus is visible on x-ray at this time, a second intervention should be considered. A clinical review of the x-rays of the case was not possible as the pt refused to send the x-rays of the cause and the hospital did not have copies of them. A technical eval of the broken product used was not performed as the product has not made available for the investigation. Therefore, it is not possible to draw any definitive conclusion with regards to the complained femoral nail breakage. The only assumption that could be made is based on the clinical evaluation which hypothesis either a fatigue failure due to a non-union or an implant breakage caused by second trauma. In case further info is provided on the specific application of the system (e.g. X-rays) or on the product involved. Orthofix will promptly re-open the investigation on the case. Orthofix continues monitoring the products on the market.